Event description:
Procedure: thoracoscopy. According to the reporter: the first staple deployed completely, but from the 2nd until the next 6, none of the staples formed properly. From the 3rd staple on, its not closed as b word. In order to reduce the impact on tissue, the user tried to assist with tissue forceps to make the tissue more smooth, but it still failed. The procedure was changed and the chest was opened, sealing by suture. The product was tested prior to use, there was no unanticipated tissue loss and tissue damage as a result of this problem. There was no blood loss of 500cc or more due to the product problem. Surgical time was extended by more than 30 minutes due to the product problem, but there was no adverse event reported as a result of any delay in surgery, no reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).